Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented with lumbar spinal canal stenosis and spondylolisthesis. He was diagnosed with lumbar supprative interlaminar discitis. The following procedures were performed on the patient: oblique lumbar interbody fusion at l2-l5, posterior lumbar interbody fusion at l5-s1, l2-l4 percutaneous pedicle screw fixation at l2-l4 and open pedicle screw fixation at l5-s1. On an unknown date, post-op, infection was found at l5-s1. Hence, a revision surgery was performed on (B)(6) 2020. No details about the revision surgery are known yet.